Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained hydromorphone and bupivacaine with unknown concentrations and doses. It was reported the patient had emergency surgery on (B)(6) 2017 due to a kinked catheter. The patient stated the end of the catheter was defective. The change in therapy/symptoms was considered sudden, but no specific symptoms were reported. The patient had the procedure, and no follow-up with the doctor was needed. The patient stated a manufacturer representative was there in the procedure. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. Per the patient, the catheter was defected, and ¿that was why they had to put another one¿. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient had slowly decreasing effectiveness of the pain pump for 6-12 months due to the kinked catheter. The patient¿s weight was reported to be (B)(6).